Event description:
The customer reported that the spectrum displays system error 105 alarms. There was no pt injury reported. No further information was provided.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.